Manufacturer narrative:
It was reported that a gravity feed bag was connected to a patient's nasogastric (ng) tube, and feeding began. Shortly after, a leak was noticed in the tubing. While the nurse was assessing the situation and attempting to disconnect the tubing, the connection broke, leaving the female attachment of the bag stuck in the male attachment of the ng tube. This prevented the ng cap from being screwed back on to clamp the port. As a result, the nurse had to remove the ng tube and insert a new one. It has been determined that medical intervention was required, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leak in the tubing and broken connection.

Manufacturer narrative:
A sample was returned and investigated.